Event description:
Procedure: lap sigmoid. According to the reporter, the surgeon fired the eea stapler during a lap sigmoid resection. Both the proximal and distal donuts looked good, but when the surgeon tested for leaks, he saw bubbles. The staples were properly placed once the eea was fired. The anastomosis was properly formed, but for some reason the staple line leaked. The surgeon converted to an open procedure to over sew staple line, which resulted in an operating room time extension of one hour.

Manufacturer narrative:
(B) (4). (B) (4).